Event description:
During an in clinic follow up, episodes of far field p wave oversensing were noted on the device. Reprogramming was recommended but has not yet been performed. The patient was stable and will continue to be monitored,